Event description:
The patient reported charging and communication issues between the implant and external equipment. An advanced bionics representative performed device evaluation and the communication problem was confirmed. Explant surgery has been recommended.